Event description:
The pt underwent a right total knee arthroplasty in 1991. He did well until a few months ago when he began having pain with activities. He presented at this time with increasing pain and subluxation of his patella laterally. Intraoperatively there was evidence of foreign body reaction as well as fragmentation of the tibial component. The tibial spacer was removed and replaced.